Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "doctor performed a spinal fusion l5-s1 l5-l4 and a laminectomy on l3. Pt experiencing severe pain and can no longer work. During a milogram CT, it was discovered that the screw broke in half in the center (at l5 on the right side) and bone graft was used incorrectly, totally encasing nerve root.